Event description:
Alleged per pt: on (B)(6) 2004, the pt underwent abdominal reconstruction with composix kugel mesh. The pt has intermittent pain. On (B)(6) 2011, the pt underwent a CT scan.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the event. No medical records have been provided, no specific device failure has been alleged and no product has been returned. Without add'l info, no conclusion can be drawn.